Event description:
It was reported that the ilet pump¿s touchscreen yes button was unresponsive during the fill tubing step despite a remote restart and verification that firmware was current, and a replacement device was arranged. Symptoms included no clinical effects. Outcomes included no impact on health status, medical intervention, or hospitalization. Investigation included remote technical assessment, operational checks via the mobile app, and collection of device use information. Investigation of this case revealed a malfunction of the user interface button while the remainder of the screen functioned and the device could be shut down. It was concluded that the event was a device malfunction related to the touchscreen interface without patient injury.

Manufacturer narrative:
The device was returned and evaluated following reports that the ¿yes¿ button was not responsive during the fill tubing step of a supply change. Functional testing was performed, including multiple dry leadscrew runs, and the ¿yes¿ button functioned properly throughout evaluation. The device operated as intended and the reported issue could not be reproduced. No faults were identified during investigation.